Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was experiencing failure. The customer stated that they attempted to recover the drawer, but it continued to display the error message please clear obstruction. The customer confirmed that the obstruction was already cleared and the station was rebooted, however the drawer remained stuck and could not be opened. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed. A field service engineer reported that the customer complained that matrix drawer 6 had failed and assisted the customer remotely using remote support services. The customer cleared the med-jam, and the drawer started working again. The system functioned as intended after the field service engineer repaired the device.